Event description:
It was reported that the device screen was accidentally dropped and broken while the user was getting into a car, consistent with a device display damage event. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy that required medical intervention. Investigation included complaint review and user interview. Investigation of this case revealed physical damage to the screen consistent with impact. It was concluded that the event was due to accidental damage and not related to device malfunction.